Event description:
Stent was being delivered in a contralateral approach to the iliac bifurcation. The bifurcation was at a steep angle and somewhat calcified. The stent was delivered through the stenosis, the catheter pulled back to position the stent when the stent was noticed to be sliding off the front of the delivery catheter. Iliac angioplasty and stent procedure, complicated by femoral cut-down to retrieve dislodged primus stent. Protege stent placed instead. Procedure ended without further complication. No patient injury reported.